Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure high force readings were noted occasionally during radiofrequency delivery. After the procedure, the patient¿s heart rate increased, and the blood pressure was low. Cardiac tamponade was confirmed by echocardiography. Pericardiocentesis was performed to drain the fluid from the pericardial space. There¿s no information regarding extended hospitalization and patient¿s outcome. Physician¿s causality opinion was not provided. No biosense webster product malfunctions nor error messages were reported. High force issue is highly detectable when occurring. The potential risk that it could cause or contribute to a death or serious injury is remote. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
On 9/11/2020, the product investigation was completed as no product was returned. It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure high force readings were noted occasionally during radiofrequency delivery. After the procedure, the patient¿s heart rate increased, and the blood pressure was low. Cardiac tamponade was confirmed by echocardiography. Pericardiocentesis was performed to drain the fluid from the pericardial space. There¿s no information regarding extended hospitalization and patient¿s outcome. Physician¿s causality opinion was not provided. No biosense webster product malfunctions nor error messages were reported. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30373743m number, and no internal action related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).